Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot, missing end cap sticker, cracked reservoir tube, cracked case at display window corner and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer confirmed that he was recently working in hot conditions with the device in his pocket. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.